Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to check the scope button settings. The customer had an erbe esg plugged into the cart and tac concluded that could overload the cart and fail. Tac advised the customer to remove the esg from the cart and plug it into a separate outlet. Afterwards, the issue was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source lamp is shutting off and going to spare lamp. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
Corrected data: type of investigation code "4114" was inadvertently omitted from the previous follow-up report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the lamp turning off and shifting to the spare lamp could not be identified. Olympus will continue to monitor field performance for this device.